Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is, available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are, blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if, additional relevant information becomes known.

Event description:
Information was received from a patient's representative (pt rep) regarding an implantable neurostimulator (ins). The reason for call was pt rep stated that the pt was not feeling good and requested for assistance on how to increase the settings. Agent asked, caller stated that in the last couple days, when the pt "make it up", they experienced a pain in their back. Agent walked caller through the process of increasing the intensity. Initially, the patient was set at base 2.8 and prime 2.0. Caller attempted to increase the base to 2.9, but the patient still couldn't feel any stimulation. They also tried increasing the prime to 2.1. Agent instructed caller to adjust the intensity one at a time and monitor the response until the desired level of stimulation was achieved.